Event description:
A report was received from the e-select registry indicating that the patient experienced a non-q wave anterior myocardial infarction (mi) following implantation of two cypher sirolimus-eluting coronary stent in the proximal and mid left anterior descending. The patient had routine cardic enzymes checked and his troponin t<2 and ck<2 were elevated. There was no evidence of stent thrombosis. Electrocardiogram (ECG) results showed st elevation of 1mm v4-v6. The mi did not require coronary artery bypass graft surgery (CABG) or percutaneous coronary intervention (pci)I.

Manufacturer narrative:
Please note: device (lot# 13218290) is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #9616009-2007-01900 and 9616099-2007-01901. Any additional information will be submitted within 30 days of receipt.